Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) had one eye that was black. The customer stated the other console was normal. Technical support engineer (tse) recommended performing a system restart and reseating the blue fiber cables to resolve the issue. The customer restarted the system after the procedure but confirmed the issue remained. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: surgeon switched to our other console to complete robotically. There was a dual console in the room.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed there was no signal/power on the high resolution stereo viewer (hrsv) monitor. Fse replaced the hrsv monitor to resolve the issue. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The hrsv monitor was analyzed and the failure was confirmed. It was the first time the unit had come back defective. The unit was installed onto the test xi system and it did not power on or show any signal indicators. No backlight was seen on the reported hrsv's side of vision, and no prompts or messages were seen during and after startup. The unit was left idle for 20 minutes and power cycled twice with no change. There was still no power backlight or signal indicators.